Manufacturer narrative:
Concomitant product(s): product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a suspected overdischarge (od) condition on the patient's implantable neurostimulator (ins). The patient did not feel the stimulation. The last successful recharge of the device was in (B)(6) 2015 and the reason for not maintaining recharging was noted as unrelated medical issue. Specifically, the patient was a double amputee, has had several operations, and had a motorcycle accident that did not allow them to recharge the device. The manufacturer's representative performed 3 physician mode recharge (pmr) procedures (60 minute countdowns) but was unsuccessful in jumpstarting the ins out of the od condition. It was noted that the representative did try the patient's recharger on an un-opened boxed ins and it did work. The patient was debating whether or not to have the device removed or replaced. The indications for use of the implanted device were noted as complex regional pain syndrome type ii and spinal pain. If additional information is received, a follow-up report will be sent.